Event description:
The article, "3d printing from transesophageal echocardiography for planning mitral paravalvular leak closure ¿ feasibility study", was reviewed. The article presented a case study of a patient the underwent mitral valve replacement surgery. It was reported that on an unknown date, a 27mm sjm masters series mechanical heart valve was implanted. It was reported on an unknown date, the patient presented with paravalvular leak of the mitral prosthesis valve. A decision was made to implant a 12-5mm occlutech paravalvular leak device. The patient status was reported stable after one year follow up. The article concluded 3d-printing from 3d-tee is technically feasible. Both shape and location of pvls are preserved during model preparation and printing. It remains to be tested whether 3d printing would improve outcomes of percutaneous pvl closure. [The primary and corresponding author was marek jedrzejek, department of cardiology and structural heart diseases, medical university of silesia, katowice, poland, with corresponding e-mail: marek.jedrzejek@poczta.fm].

Manufacturer narrative:
Literature article attached: 3d printing from transesophageal echocardiography for planning mitral paravalvular leak closure ¿ feasibility study. As reported in a research article, paravalular leak was noted after an unknown length of implant. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.